Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient's communicator is malfunctioning. And will not turn off. The lights keep flashing blue and green. During the call, patient rep was able to hold down communicator power button for almost 30 seconds. And it resolved the issue. Due to continuous issues with the communicator, the mdt rep would like the communicator replaced. Patient rep reports, having problems almost every day with the handset and communicator, since it was shipped to them several months ago. The communicator comes on all by itself and turns the therapy on or off by itself. It often takes 4 or 5 times to connect with the handset. When it does connect, the status of the stimulator is off, even though patient claims the therapy will still be on. This happened last week and the week before with no interaction on patient rep or patient's part. The communicator comes back on 15 seconds, later on its own and it shifts the status off or on of the neurostimulator. It happened once a couple weeks ago at the doctor's office when they turned it off, so patient could get a botox injection. Patient turned the communicator off and 15 seconds later, the communicator turned itself back on and turned the neurostimulator back on its own. This has happened several times at home too. Patient had an EKG last week and the test was showing noise like the ins must have been on. When they turned it off, everything was normal. When rep met with the patient, they turned the battery on and off with the communicator. Rep noticed, the battery was turning off properly.

Manufacturer narrative:
Continuation of d10: product ID: tm91d0, serial# (B)(6). Product ID: a620, lot# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the replacement device resolved the issue.